Event description:
The pump was returned for investigation. Investigation revealed the force sensor was out of specifications. This report is made based on results of investigation completed on (B)(4) 2012.

Manufacturer narrative:
(B)(4). Device evaluation: the battery cap has been returned and additional investigation was performed by product analysis on (B)(4) 2012 with the following findings: review of the black box and download history revealed record of large prime volume. On testing, the force sensor was found to be out of specification. Investigation was unable to duplicate the record in the pump history.